Event description:
It was reported the patient's infection has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the physician planned to explant the ipg due to a confirmed staphylococcus infection at the leads (see MFR report #1627487-2015-12692). The physician noted pus in the ipg pocket during the explant surgery. The patient has been treated with antibiotics.